Event description:
The reporter stated that the surgeon inserted a aa420stl plate silicone lens with toric optic. The lens tore upon insertion into the eye. The incision was enlarged slightly to 2.5 mm to remove the lens. No sutures was required to close the wound. Surgery was complete using another lens.